Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the balloon. There was contrast in the inflation lumen. This is consistent with preparation, handling, and suggests the catheter was at least partially advanced over a guide wire. The balloon was tightly folded. The hypotube and jacket were separated at the distal end of the strain relief tubing, confirming the reported information. The fracture faces were oval shaped as if kinked prior to separation. The jacket material was stretched and jagged at the separation. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it is possible the shaft was inadvertently torqued during the preparation, resulting in the shaft kinking as there was no damage noted to the catheter during removal from the dispenser coil, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. Further manipulation of the shaft would ultimately result in the shaft separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported shaft separation appears to be related to the operational context of the procedure.

Event description:
It was reported that the indeflator was connected to the voyager nc balloon catheter and at that point, the hub fell off of the voyager nc. There was no twisting or resistance or manipulation of any kind during the connection. The device never entered the patient's anatomy. Another voyager nc was used with no issue. There was no clinically significant delay in the procedure. There was no patient involvement. No additional information was provided.